Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
11-nov-2024 update received: serial number of the device associated with the event is not right. The report will be submitted again with the correct serial number. Implant date corrected to (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A post-implant hematoma and bruising in the left flank and pectoral region with significant anemia that did not require blood transfusion was reported. The investigator assessed this event as probably related to the concomitant medication. Patients hospitalization was prolonged and device was explanted.

Manufacturer narrative:
Implant date corrected to (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.